Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material found to be clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no physical damage observed that might result in the retention of foreign material and no additional device reprocessing information was reported or is available. The event can be detected by following the instructions for use sections below: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿. ¿8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿(a)inspection of the water feeding function¿ ¿1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿(b) inspection of the spray function¿ ¿1 cover the spray valve hole with your finger¿. ¿2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of zoom lever, water tightness is lost. In addition to foreign material clogged in the nozzle, service found following: adhesive on bending section cover has a chip. Adhesive on bending section cover has white-clouded area. Adhesive around light guide lens is peeled. Control unit is dirty due to water leakage. Scope-connector is dirty due to water leakage. Adhesive around objective lens is peeled. Connecting tube has a wrinkle. Universal cord has a wrinkle. Foreign matter questionnaire stated the following: the device was cleaned, disinfected, and sterilized the product before sent it to olympus. The customer flushed the air/water nozzle with water and air. No abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the evis lucera elite gastrointestinal videoscope had air/water leakage from the body control unit. The issue was detected during receipt inspection of the subject device. Inspection and testing of the returned device found foreign material clogged in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.